Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Iol remained inside the cartridge and rod passed below the lens. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. (B)(4).

Event description:
The reporter indicated that as the surgeon was preparing to inject a ks-3ai aq310ai, intraocular lens, 23.0 diopter, but the rod passed below the lens and the lens remained inside the cartridge. The surgeon states the lens "did not eject well". There was no patient contact. The backup lens was implanted within the same surgery.